Event description:
An air leak was noted during a pvi procedure. The agilis 13f sheath was prepped according to the IFU and advanced into the heart. The transeptal puncture was performed with a bailis wire (non-abbott). The sheath was advanced into the la and upon aspiration, air leaked through the hemostasis valve. The sheath was exchanged for a new one and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.